Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric band procedure, an instrument error on machine appeared. Device re-torqued then tested, but error code continued. New instrument opened and procedure completed. There was no adverse patient consequence.